Event description:
The event involved a ndehp 2clv yste macr (100 inch primary set piggyback with backcheck valve). The anesthetist reported that a piece of plastic was getting stuck in the end of the syringe, preventing the contents of the syringe to be pushed out when they tried to attach a prefilled syringe via luer lock to the port. Although the device was in use on a patient, there was no human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter full phone number: (B)(6).

Manufacturer narrative:
The reported complaint can be confirmed on the returned used. List #126620490, primary set, piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch; lot #unknown. As received, the silicone seal was stuck down, after decontamination the silicone seal rebounded. The top of the silicone seal was cored. The clave was disassembled to evaluate the internal spike. The internal spike was twisted and broken at the tip. The tip of the internal spike was stuck inside the returned glass syringe. Due to the stuck spike tip, the syringe has been determined to have an internal diameter less than 0.062 in which is incompatible with the y-clave. The probable cause of the damaged silicone seal and internal spike leading to the no flow observed is typical of access with an incompatible mating device during use. The dfu states: "clave is compatible with luer connectors with an internal diameter (ID) between 0.062 in and 0.110 in." A device history record (DHR) review could not be conducted because no lot number was identified. Updated information: d9 - date returned to mfg: 01jul2022. Corrected information: MFR site reg # rs-003.